Event description:
After installing a new joystick on the chair, the dealer allegedly saw a puff of smoke come out of the charger port. No injury is alleged.

Manufacturer narrative:
The dealer was servicing their chair when they heard a pop and observed a puff of smoke emit from the joystick. The joystick was received and inspected. No external damage was observed. The joystick was connected to a wheelchair powered on and operated with no discrepancies. Internal inspection of the joystick revealed a damaged capacitor. All damage to the component was contained within the metal enclosure of the joystick. No risk of shock is presented to the user. As in any electronic component failure, some degree of smoking can occur; however, this is not an indication of sustained combustion. The device has been replaced and the chair remains in use.